Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported there was leaking at the filter and returned the affected sample. A device history record review could not be performed because a valid lot number was not provided by the customer. Investigation conclusion: the sample was leaking through the air vents in the in-line filter and the complaint was verified. Root cause description: the filter was occluded, and it was difficult to test at first. A syringe was loaded with blue dye and through excessive pressure the filter was primed with the blue dye fluid. When the filter is occluded, the path of least resistance for the fluid is through the air vent membrane, as the seal here is weak. Our filters are a supplier part, and the supplier has been notified of the issue. The root cause is determined to be the filter occlusion and air vent membrane seal. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m tubing leaked at the tpn filter. The following information was provided by the initial reporter: "I have a alaris tubing that was leaking at the tpn filter".